Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The sensor interface board was replaced, and the unit was returned to service.

Event description:
A ge healthcare service representative, discovered during evaluation, the unit would alarm and lose the ability to ventilate. There was no report of patient involvement.